Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received four sealed 20ga x 1.16in. Insyte autoguard bc units from lot number 4141577. A functional test revealed that each needle fully retracted when the safety mechanism was activated. The returned units provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: push button for iag needle safety would not activate to retract the needle. This resulting in the clinician "blowing" the vessel. 10 oct. 1. Could you please provide a further description of the issue? 20ga catheter/needle did not retract after pressing the retract button 2. What was the impact to the patient? None 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.